Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by stomach pain and nausea. The breach in aseptic technique was further described as "using bad technique when hooking themselves up for treatment". On an unreported date within two months, the patient was hospitalized twice with peritonitis and another medical condition. The patient was treated with two unspecified antibiotics (intraperitoneal, ongoing) for the peritonitis. At the time of this report, the patient was discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.